Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-08043, 2134265-2013-08042. It was reported that an automatic pullback failure occurred. The atlantis sr pro was prepared with some difficulties. The physician then placed the imaging catheter on the sled and it was introduced into the guide catheter and placed at the right coronary artery. The physician then attempted automatic pullback but the motor drive stopped during pullback. The catheter was removed and replaced for another of same device to complete the procedure. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues or defects were observed during product analysis. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-08043, 2134265-2013-08042. It was reported that an automatic pullback failure occurred. The atlantis¿ sr pro was prepared with some difficulties. The physician then placed the imaging catheter on the sled and it was introduced into the guide catheter and placed at the right coronary artery. The physician then attempted automatic pullback but the motor drive stopped during pullback. The catheter was removed and replaced for another of same device to complete the procedure. No patient complications reported and the patient's status is stable.